Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead, (B)(6) 2010; 4470 competitor implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had triggered a warning due to abnormal (high) right ventricular (rv) coil lead impedances. During the revision, it was determined that there was a loose device setscrew to the rv lead coil. The device was removed and replaced. No patient complications have been reported as a result of this event.